Event description:
It was reported that the patient's leadless pacemaker (lp) was found to be dislodged and embolized in the hepatic vein, confirmed via x-ray. The lp was retrieved. The patient was stable.

Manufacturer narrative:
The reported events of device dislodgment and a capturing problem were not confirmed. Final analysis found no anomalies related to the original complaints outside of damages sustained during procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.